Event description:
Surgeon was using plastic insert trial for the acetabulum and a piece broke off while he was using the mallet to impact it into the acetabular cup. All pieces were retrieved and removed from pt.